Manufacturer narrative:
Date of event: (B)(6) 2017. Additional suspect medical device components involved in the event: model #: sc-2218-70, serial (B)(4), description: linear st lead, 70 cm.

Event description:
A report was received that the patient was experiencing pain which was worsened when standing and sitting. The patient went to the emergency room (ER) and was prescribed with tylenol. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing pain which was worsened when standing and sitting. The patient went to the emergency room (ER) and was prescribed with tylenol. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician does not believed that the patient's pain was device related.

Event description:
A report was received that the patient was experiencing pain which was worsened when standing and sitting. The patient went to the emergency room (ER) and was prescribed with tylenol. The patient will undergo an explant procedure.